Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), is in use from (B)(6) 2017 to present. We have reviewed the production records of the excor blood pump, s/n (B)(4). The video-clip provided by the clinic confirmed the presence of a floating, white filament adherent to the stabilization ring, inside the air chamber of the affected pump. The affected pump was not returned to berlin heart; therefore, a failure analysis is not performed. However, a review of the production records, indicated that the affected pump had been reworked during the process step of "glue upper shell with housing". Occasionally, during the above mention process step, small amount of excessive pu adhesive may adhered to the stabilization ring. Based on the video clip, it appears that this excessive pu material may have detached within the air chamber during pump function. However, blood pumps are designed with a triple layer membrane separating the air chamber from blood chamber, therefore patient safety was not compromised at any times. Berlin heart recommended to exchange the affected pump, however the site choose not to exchange. As of 10/24/2017, the patient is still supporting with this pump, no issues were reported.

Event description:
We were informed by our (B)(4) distributor that a floating, white filament was observed in the air chamber of a patient supported by the excor blood pump in the lvad configuration. The clinic provided videos for analysis. Upon review, berlin heart confirmed the filament to be made of pu material. Berlin heart recommended an elective exchange of the blood pump. The patient was not negatively affected by this incident and did not suffer any untoward effects.